Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the migrated right coil was found perforating her uterus"), pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2009, 96 days after starting essure, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). In 2009, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (essure removal and tubal ligation performed on (B)(6) 2009) and surgery (total hysterectomy on (B)(6) 2009). Essure was withdrawn. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, fatigue and procedural pain outcome was unknown. The reporter considered uterine perforation, pelvic pain, genital haemorrhage, fatigue and procedural pain to be related to essure. The reporter commented: that she continued to suffer from abnormal heavy bleeding, pain and fatigue following the removal of her essure device. Since having total hysterectomy as a definitive solution to her pain and suffering, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was right essure migrated out of right fallopian tube. On (B)(6) 2009: laparoscopic surgery result was the coil was found perforating the uterus. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed that the migrated right coil was found perforating her uterus (seen as uterine perforation) and she had abnormal heavy bleeding and pain (seen as pelvic pain). Essure removal and tubal ligation performed 4 months after insertion, followed by total hysterectomy due to pain 10 months after the first procedure. All events are anticipated in the reference safety information for essure and serious due to medical significance. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented these events. Given their nature, a causal relationship with essure cannot be excluded. In the present case, the exact mechanism of uterine perforation is unknown. The information received is that a hysterosalpingogram diagnosed that a migrated right coil perforated her uterus. Given the nature of this event causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the migrated right coil was found perforating her uterus /migration of essure device/perforation (uterus),"), pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mefenamic acid (ponstel) since 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) /menstrual pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (essure removal and tubal ligation performed on (B)(6) 2009, hysterectomy (full) on (B)(6) 2009) and surgery (total hysterectomy on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, procedural pain, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, fatigue, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: that she continued to suffer from abnormal heavy bleeding, pain and fatigue following the removal of her essure device. Since having total hysterectomy as a definitive solution to her pain and suffering, her symptoms are mostly resolved. Removal dates of essure (B)(6) 2009. Previously reported removal date was (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right essure migrated out of right fallopian tube laparoscopic surgery - on (B)(6) 2009: the coil was found perforating the uterus from (B)(6) 2007, patient took low estren for birth control. (B)(6) 2007 to (B)(6) 2008 from that period no birth control, reason for discontinuation was essure device implanted. On (B)(6) 2009, hysterosalpingogram (hsg) essure confirmation test result- unilateral occlusion (left tube occluded), migration of essure device, expulsion of essure device (on (B)(6) 2009). Result was patient was told that the one side is not fully closed and that they need to do exploratory surgery to find out where one coil is located (on (B)(6) 2009). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporters were added. Patient details, concomitant drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain and lower abdominal area pain were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed that the migrated right coil was found perforating her uterus (seen as uterine perforation) and she had abnormal heavy bleeding and pain (seen as pelvic pain). Essure removal and tubal ligation performed 4 months after insertion, followed by total hysterectomy due to pain 10 months after the first procedure. All events are anticipated in the reference safety information for essure and serious due to medical significance. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented these events. Given their nature, a causal relationship with essure cannot be excluded. In the present case, the exact mechanism of uterine perforation is unknown. The information received is that a hysterosalpingogram diagnosed that a migrated right coil perforated her uterus. Given the nature of this event causality cannot be excluded. This case was regarded as incident since device removal was required. No sample was available and no batch number was provided for this investigation. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.